Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to fluid invading the scope connector during user handling, causing abnormalities to electrical parts. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the customer¿s allegation (error b30) was confirmed. It was observed that the device displayed no image, however, after aeration the image came back. In addition, service found the plastic distal end cover was chipped, the adhesive on the bending section cover was cracked, the conduction between distal end and connector failed, the bending section was dented, the insertion tube was dented and wrinkled, there was fluid inside the control body and the scope connector, there was customer label on the control body, and the control knob was clicking. The switch button #1 and the switch button #4 were not working but after aeration switches worked fine. The investigation is ongoing, therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii bronchovideoscope relayed a scope communication error (error b30). This issue was found during preparation. No adverse effects to patient reported.